Event description:
The pt was implanted with a left ventricular assist device (lvad). Info was provided to the MFR by the vad coordinator via a deice tracking form indicating that the pt expired from intracranial hemorrhage.

Manufacturer narrative:
The MFR was advised that the lvad pump will not be explanted, therefore will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.